Event description:
This patient experienced a restenosis of two cypher stent 18 months post implantations. No intervention was taken. The course of treatment has yet to be determined by the patient and his physicians. In 1988, patient had his first myocardial infarction (mi) and had 2 bare metal stents (brand unknown) implanted. One of them was in the obtuse marginal (om) branch, but patient is unsure where the other was implanted. Patient did well unitl august of 2002, when patient experienced another mi. This time patient's angiogram showed severe triple vessel disease as well as 100% instent restenosis of the stent previously placed in the om. Patient was sent for quintuple bypass surgery (CABG). This consisted of three saphaenous vein grafts (svg's), a internal mamory graft the left anterior descending artery (lima to the lad), and a radial artery graft.